Event description:
It was reported that the user received consecutive stalled motor alerts on an ilet insulin pump while using an inset 23 inch infusion set, with a reported blood glucose of 289 mg/dl and the cause of the hyperglycemia unclear. Symptoms included hyperglycemia. Outcomes included user-performed supply change and continuation of therapy without medical intervention. Investigation included customer service troubleshooting, guidance to remove supplies, restart the pump, and use new supplies, and shipment of replacement supplies. Investigation of this case revealed that the cause of the event was not identified. It was concluded that the event was user managed with new supplies and no device failure could be confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.